Event description:
Procedure: lap chole. According to the reporter: after clipping the cystic artery, two proximal and one distal clips "loose" resulting in cystic artery's uncontrollable bleeding, which lead to conversion and ligation of cystic artery. The clips did not fall loose into the surgical site. The blood loss was over 500cc. This did not require a blood transfusion. Operative time was not extended by more than 30 minutes due to the product problem. Arterial hemorrhage with the need to perform hemostatic control conversion.

Manufacturer narrative:
(B)(4).